Event description:
It was reported that a vns patient wants her device removed because the leads are protruding at the neck. Good faith attempts to obtain additional info have been unsuccessful to date.